Manufacturer narrative:
The pump user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges."

Event description:
It was reported that the customer¿s pump battery fully depleted and the pump turned off. Due to the depleted battery, the customer's blood glucose was "high". Reportedly, the pump was charged, turned back on and customer resumed insulin therapy.

Manufacturer narrative:
H10: no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H10: no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.